Event description:
It was reported that a patient had a kyphoplasty procedure on (B)(6) 2008. During the procedure, an expired bone filler device was used. There were no patient complications or adverse events reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.